Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: h2, h6, h11. Corrected fields: a2, a4, a5, a6, b6, b7, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps performed- reseating digital light source cable, cleaning with prep pad - previous cases indicate that xenon light source cleaner and socket cleaning kit used - error intermittent but consistent with specific scopes. Recommended sending in one of the erroring xenon light sources to see if defect was found. The customer informed tac of the event. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the light source presented a b30 scope communication error code. The event was found during inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.